Event description:
It was reported that the patient presented for an unrelated procedure. Prior to the procedure, the patient noted pocket stimulation. Upon interrogation, the atrial lead exhibited pocket stimulation. No intervention was done on the atrial. The patient was in stable condition and will be continue to be monitored.